Event description:
The patient received a trial implant on (B)(6), 2014. It was reported the patient was receiving inappropriate chest and abdominal stimulation. Per the patient, the leads had moved and the physician manipulated the lead on (B)(6), 2014. Subsequently, the patient was reprogrammed and the sjm representative was able to restore effective coverage. However, on (B)(6), 2014, the patient felt inappropriate stomach stimulation. The patient's trial was to end on (B)(6), 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.